Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: only the main coil was returned for analysis. The delivery wire and introducer sheath were not returned. The main coil and the delivery wire arms were not interlocked. The main coil was returned stretched and without the interlocking arm (detached). The main coil was noted to be broken. The coil fiber bundles had blood on them. The coil dimensions that could be measured were inspected and were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 27-jun-2018. It was reported that the interlocking arm of the coil became detached in the catheter. Vascular access was obtained via ipsilateral approach. The target lesion was located in the moderately tortuous right internal iliac artery. An 8 mm x 40 cm interlock¿-35 was selected for use. During the procedure, it was noted that the first and second coil embolization was performed without issues. However, when the third coil was used, it was observed that the imager ii angiographic catheter moved backwards when a removal attempt with the coil was performed. It was then noticed that the interlocking arm of the coil became detached within the catheter. The coil was removed together with the catheter and the detached portion of the coil was pushed out of the catheter's distal tip. The procedure was completed with this device. No patient complications reported and the patient's status was stable. However, device analysis revealed that the coil became detached and the main coil was broken.